Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a biliary stone removal procedure. According to the complainant, during the procedure, a trapezoid¿ rx basket was used to crush a stone. However, the basket was unable crush the stone well. An attempt to remove the basket with the stone from the bile duct also failed. An alliance handle was then used in conjunction with the trapezoid¿ rx basket to detach the tip but the tip failed to detach. Eventually, the basket with the entrapped stone was successfully removed from the bile duct. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.